Event description:
It was reported that ventilator's expiratory channel printed circuit board, inspiratory and expiratory pressure transducers printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was confirmed during on-site investigation by the field service engineer (fse). The fse found that the expiratory channel printed circuit board, inspiratory and expiratory pressure transducers printed circuit boards were damaged due to liquid contamination. It was confirmed in received service report, communication with the fse and provided photos. The device was repaired by replacing parts affected by liquid. After replacement of parts affected by liquid, the device passed all performance tests and has been released for clinical use. Liquid on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. The conclusion is that the device did not fail to meet its specification. It was concluded that the issue most likely was related to environmental issue. The user is obliged to follow the environmental and cleaning recommendations in applicable user¿s manual. The UDI information is not available since the device was manufactured before 2015.